Event description:
It was reported occlusion alarms occurred. The customer's blood glucose (bg) level subsequently increased to 648 mg/dl with small ketones. A correction bolus was delivered via the pump to initially address bg. The customer was subsequently admitted to the emergency room and hospitalized where healthcare providers administered intravenous fluids of saline and insulin to treat bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.